Event description:
It was reported that the patient with this right ventricular (rv) lead was hospitalized for treatment of an infection and atrial fibrillation (af), which necessitated adjustments to the medication regimen. The device delivered two inappropriate bursts of anti-tachycardia pacing (atp) and administered six shocks in response to atrial fibrillation with rapid ventricular response (rvr). Notably, the shock lead impedance (sli) was observed to be high out-of-range (oor), measuring 126 ohms. Despite these interventions, the rhythm could not be converted, and all therapeutic options were exhausted. An fc100s error message appeared, indicating an issue with shock impedance during delivery. Possible cardioversion was discussed should the atrial fibrillation persist. Given the fc100s error, lead replacement was recommended. Currently, the patient is in sinus rhythm at a rate of 66 beats per minute, and the device has been successfully reprogrammed back to dual chamber pacing, dual chamber sensing, and dual response (ddd) mode. This lead currently remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).